Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was discovered, the rubber adhesive was chipped, the sw3 rubber and the light guide connector cover glass had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a b30 error code occurrence. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 error could not be determined. It is possible that the defect of image sensor unit or failure of internal board of the video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.